Event description:
It was reported that an occlusion alarm occurred. The customer's blood glucose level ranged from 180-181 mg/dl. The customer cleared the alarm and resumed insulin delivery,

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.